Event description:
Additional information was reported that the patient had a CT in august and another in september. The patient did not bring their disc review scan with them for review at an appointment on 2020-(B)(6) so nothing has been decided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#:(B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012,product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #:(B)(4), ubd: 10-jun-2014, UDI#: (B)(4) ; product ID: 3778-45, serial/lot #: (B)(4), ubd: 24-jun-2014, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported there was a possible lead migration. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A fluor exam was done to troubleshoot the issue and the patient was to receive a CT scan to confirm lead placement. It was noted the patient was receiving good relief for their pain from their pump therapy, however, the option was discussed to use stim again to help. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient has not charged the implantable neurostimulator for an estimated four years. The patient lost her recharger and patient programmer. The manufacturer representative attempted to interrogate the implantable neurostimulator, and the implantable neurostimulator was confirmed to be overdischarged due to patient noncompliance. There were no actions/interventions taken to resolve the overdischarge as the leads are in question. A fluoroscopy exam was performed, and there was a possible lead migration. The patient has a CT scan scheduled for (B)(6) 2020 to confirm lead migration. The patient is getting good relief for her pain from her pump therapy; however, the patient had discussed with her physician the option of using stimulation again to help. There were no further complications reported.